Event description:
It was reported that during a coronary interventional procedure, guidewire difficulties were encountered. The guidewire became stuck in a previously placed stent and the tip of the wire broke off. Surgical intervention was required. The pt underwent re-do coronary artery bypass grafting and removal of the stent and guidewire tip. No add'l info is available at this time.